Event description:
It was reported the catheter was placed into the subclavia. The puncture of the vessel, dilation, and the advancement of the spring wire guide (swg) were problem free. As the catheter was being passed over the swg, resistance was met and the procedure was stopped. As a result, the catheter was removed then the swg. During the removal of the swg, it began to unravel, then break. Surgery was performed and the swg was removed in its entirety. There were no reported pt complications.

Manufacturer narrative:
(B)(4). A f/u report will be filed if more info becomes available.